Event description:
It was reported via repair work order that there was a loss of motor functions due to a damaged base angle sensor and wire harness malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.